Event description:
Additional information later reported that the dates were unknown. Normal logs, dye study, rotor study, and x-rays as reported by managing hcp..

Event description:
It was reported that the patient experienced underdose symptoms and an altered mental status. The health care provided stated the patient was in withdrawal. Reportedly there was no alleged product issue. However, the patient required hospitalization, medical intervention including being put on oral medications and device reprogramming. The patient was scheduled for a pump explant/replacement on (B)(6) 2014. Troubleshooting included a dye study, a rotor/roller study, x-rays and checking the logs. It was unknown if the issue was resolved or if the cause of the event was determined. At the time of the event the patient's status was reported as alive-no injury. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w, lot# l44107, implanted: 1997 (B)(6); product type catheter. (B)(4).